Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: na; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 days following the implant of a valve, a cerebral infarction occurred.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event b5. A second paragraph was added. D. Suspect medical device: expiration date, serial#, full UDI# h4. Device mfg date h6. Additional codes. This is a system report; section d information references the main component of the system which was in use with the following: medtronic product ID: d-evolutfx-2329, lot#: 0012685669, manufactured date: 2025-02-24; ubd: 2027-02-24, UDI#: ((B)(4); implant date: non-implantable corrected data: g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five days following the implant of a valve, a cerebral infarction occurred. Additional information was received to report the stroke was ischemic. The exact onset date of the ischemic cerebral infarction was unknown, but noted to be between one and seven days post-operative. The patient participated in rehabilitation and the impairment, although not specified, was reported as mild. Per the physician, neither the medtronic valve nor the delivery catheter system can be excluded as a potential contributor to the stroke. The physician further noted a combination of factors likely caused the stroke including the access route being a "shaggy aorta" and severe calcification in the native valve.